Event description:
Treatment of a left ophthalmic amorphic aneurysm measuring 10mm x 6mm. During the procedure involving two pipelines, it was reported that the physician could not get the pipelines to open around a bend in the vessel despite multiple manipulation techniques. The first pipeline was corked and removed from the patient; however, the second pipeline was removed from the patient using a snare. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00380.

Manufacturer narrative:
Only the pipeline was returned for evaluation and it was found opened with damaged braids; therefore, the event cause could not be determined. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).